Event description:
It was reported that the sensor stopped working occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported the patient woke up and was vomiting, could not walk, and his ketone level was ¿4¿. The patient¿s parent did not realize the patient¿s continuous glucose monitor (cgm) sensor fell off sometime overnight, therefore, no cgm values were reported. The family did not take a blood glucose (bg) meter reading either. On (B)(6) 2024 early in the morning around 9:30 am, the patient was taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was 658 mg/dl and was diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids, liquid tylenol, lantus insulin, and humalog insulin. The patient was discharged on (B)(6) 2024 later that evening. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).